Event description:
During a ptca treatment procedure, balloon ruptured at 12 atms. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a terumo guide catheter to cross the lesion. The quantum maverick balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.